Event description:
While monitoring a patient in ventricular fibrillation the device appropriately returned "shock advised" determinations for the patient's heart rhythm and discharged three times to the patient (energy unknown). On the fourth cycle of analyzing the patient's rhythm, the device delivered a "shock advised" message and delivered energy to the patient. The clinician alleged that the patient's heart rhythm did not appear to be a shockable rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.